Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received occlusion alarms. The customers blood glucose (bg) level was reported to be 300 mg/dl on (B)(6) and 249 mg/dl on the latest occlusion alarm. The customer took a correction bolus to stabilize blood glucose level on the first occlusion alarm. The customer stated to have changed out the infusion set and cartridge when the first occlusion alarm occurred. During troubleshooting with tandem technical support a system check was performed. It was determined that the occlusion was in the tubing. The customer stated that the tubing and infusion set level would be changed and a correction bolus will be taken to stabilize bg level.